Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 159611-02.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Exp date: correction from 12/31/2016 to 12/13/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra) and concomitant product evaluation. Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/24/2016 to 12/21/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was in working condition and no maintenance was required. Thirty (30) retains ci strip samples were submitted for functional evaluation and 30/30 post processing ci strips changed appropriately. There is insufficient information to determine an assignable cause. Multiple attempts to follow-up with the customer was unsuccessful. Should additional information become available, the file will be re-opened and evaluated. The issue will continue to be tracked and trended.